Event description:
This report summarizes three malfunctions. A review of the reported information indicates that unknown model broviac repair kit allegedly experienced fluid leak. This report was received from various source. Three patients were involved with no reported patient injury. Three were female patients, two patients age is 2 years old, remaining patients¿ age and weight were not provided.

Manufacturer narrative:
H10: the lot number for all the three reported malfunctions was not provided, therefore lot history reviews were not performed. The devices were not returned for evaluation. Therefore, the investigation for the three reported malfunctions are inconclusive for fluid leak. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Manufacturer narrative:
As the lot number for all three malfunctions were not provided, a manufacturing review could not be performed. No device was returned for evaluation. Therefore, all three malfunctions are inconclusive for fluid leak. The definite root cause could not be determined based on the available information. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that unknown model broviac repair kit allegedly experienced fluid leak. This report was received from various source. Three patients were involved with no reported patient injury. Three were female patients, one patient age is (B)(6) old, remaining patients¿ age and weight were not provided.